Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. It was noted that the pump's audio tone and vibrations were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/12/2014 with the following findings: the pump powered on properly with auditory and vibratory cues present; however, the display screen was blank. The pump case was removed and the display screen was found to be damaged. The original display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed.